Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device needle fell out of jaws while in use. The needle did not fall into the cavity of the patient. To correct this condition, a new device was opened.